Manufacturer narrative:
This follow-up report is being submitted to relay additional information. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Reported event was confirmed as returned implant was damaged and the damage most likely occurred during attempted implantation and removal. Visual inspection of returned part revealed following: inspection of the locking feature showed that one area was frayed and deformed and another area opposite of the fraying had slight deformation; inspection of the outer surface of the liner showed very minor scratching but appeared to be in overall good condition. The scallops were heavily damaged around the entire circumference of the part. The interior of the liner appeared to be pristine. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown cup, unknown head, unknown stem. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial hip procedure, the liner would not seat into the cup. It was discovered the ring around the edge of the liner was damaged. The liner was removed and another liner was used to complete the surgery. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable.